Event description:
It was reported the patient experienced pain at the implant site. Due to this, the patient had to have a procedure. During the procedure, the setscrew of the implantable neurostimulator (ins) could not be adjusted and the lead could not be fixed at the ¿aggregate.¿ the setscrew was noted to be ¿broken.¿ the ins was replaced at this time and following the procedure, the patient was ¿well again.¿

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the set screw was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.